Manufacturer narrative:
The date of manufacture was not available at the time of filing. The ge healthcare service representative replaced the auxiliary common gas outlet switch and sensor interface board, and the unit was returned to service.

Event description:
The ge healthcare service representative performed a checkout of the equipment and discovered 'aux gas outlet on' displayed despite the auxiliary common gas outlet switch being off. This would have prevented the initiation of mechanical ventilation. There was no report of patient involvement.